Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting and reported that numbers were not ramping on their own, the scroll bar was not moving with no input, there was response from button. Customer was reported that when loading the reservoir it was not responding and button was not unresponsive during an easy bolus attempt. Customer reported that buttons were responding now. The insulin pump will not be returned for analysis.